Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller alarming was confirmed via evaluation of the returned system controller. During testing of the returned system controller it was observed that upon connecting the controller to power, atypical low voltage advisory and no external power alarms would activate despite both power leads being connected to a known working power source. Further testing revealed that the alarms would only activate upon connecting the system controller¿s black power cable to power, isolating the issue to the black power lead. Evaluation of the black power lead revealed that the positive voltage wire was shorting to the cable shielding. The cable jacket and underlying layers were then removed to inspect the underlying wires, revealing that the positive wire had a tear in the insulation, exposing the inner conductors. Inspection of the wires indicated that the exposed conductors could have shorted to the shielding when flexed; this would result in the reported event. The downloaded system controller event log file contained approximately 1 day of relevant data ((B)(6) 2023 per the timestamp). The log file captured a replace system controller alarm associated with a controller boost over voltage fault on (B)(6) 2023 from 00:04:20 until the controller was placed into sleep mode (captured at 08:18:30). During these alarms, the log file also captured intermittent no external power, low voltage hazard, and power cable disconnect alarms due to the relative state of charge and bus voltage levels fluctuating, dropping to as low as approximately 0 v. These alarms are consistent with the damage observed in the system controller¿s black power lead. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported event was determined to be due to an electrical short between the positive voltage wire and the cable shielding; however, the root cause of the damage could not be conclusively determined through this analysis. Incidental finding: an atypical low voltage advisory alarm was observed on (B)(6) 2023 at 00:03:31. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 24jan2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including controller fault, low voltage advisory/hazard, power cable disconnect, and no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ contains a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient paged to report a controller fault alarm. It was noted that there was no interruption in pump support. The controller was exchanged, resolving the alarm.